Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the start/stop button is not working correctly on the 3100 high frequency oscillating ventilator (hfov). The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the printed circuit board assembly (pcba). The reported issue was duplicated in the failure analysis laboratory. The root cause was identified and isolated to a defective ic u7. Carefusion will track and trend this reported issue and internally investigate the situation.